Event description:
It was reported the patient was having a lead revision. The reporter stated the patient had a lead fracture that was discovered approximately two months ago when they met with the patient. It was noted that all four electrodes were showing >10k ohms. It was noted the plan was to replace the patient¿s existing lead and add another percutaneous lead with two new extensions. It was further noted the patient¿s existing implantable neurostimulator (ins) would be used. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that no malfunctions were seen. It was noted that the patient¿s lead was taken out and two new leads were put in. It was further noted the patient was doing great.

Manufacturer narrative:
Product ID: 3888, lot# v617051, implanted: (B)(6) 2011, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-56, lot# v617051, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient started to have new pain on their right side. It was noted the patient was implanted for migraines and headaches with a lead on the left side. The reporter stated that once the lead was implanted and the left side was taken care of they started to have new pain on the right side. The reporter further stated that they were not sure when something went wrong with the lead, but gradually the only way for them to feel stimulation was to lift their arm over their head and then they could slightly feel stimulation. It was noted that stimulation was nowhere near strong enough to help with the pain. It was further noted that the patient's healthcare profession scheduled an x-ray in (B)(6) 2013, but nothing could be determined. The reporter stated that they met with a manufacturing representative about a month or two ago and they tested the lead and determined the lead was fractured. It was noted the patient had a revision on (B)(6) 2013 on the left lead and a right lead was added. It was further noted the patient was now fine and stimulation was great.